Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to fluid loss. During the procedure the entire system was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump component was visually and microscopically examined, revealing the kink resistant tubing (krt) had been cut at the pump strain relief; however, the tubing segment was found to be worn down to the filament. Under the microscope, the pump was noted to be contaminated; therefore, the component could not be functionally tested. Visual and microscopical inspection of the cylinders was performed. Both cylinders had a large tear and detached the outer tube in the proximal cylinder bodies as well as holes with broken fabric threads in the middle of the cylinder bodies; however, these conditions were consistent with sharp instrument damage. Additionally, the first cylinder had a bulge with degraded fabric threads in the proximal cylinder body, and the second cylinder had burn fabric threads in the proximal cylinder body. The krt of both components were worn down to the filament. Based on the information available and analysis results, the reported clinical observation of fluid loss could not be confirmed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to fluid loss. During the procedure the entire system was replaced. There were no patient complications reported.